Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence and the device not working. All components were removed and replaced with a new one. There were no patient complications.